Event description:
Reporter indicated that a pt had their generator replaced due to battery end of service. Pulse generator was subsequently returned to MFR for product analysis. During analysis the reported eos was confirmed based on battery voltage. Additionally, it was determined that transistors q9 and q10 contributed to an out-of-limit leakage current. The extent to which these components may have contributed to the end of service condition could not be determined.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.